Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the reagent 1 (r1) flush pump, r1 transducer, the sample probe, sample probe tubing, and the r1 tubing. The fluids were primed and a system check was run with acceptable results. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on a dimension exl instrument. The initial result was considered correct and not reported to the physician(s). The sample was repeated in duplicate on the same instrument. The first repeat result was considered discordant and not reported to the physician(s). The second repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium result.